Manufacturer narrative:
Age and date of birth not provided, sex not provided, weight not provided, lot number not provided, device manufacture date.

Event description:
Doctor reported that the unknown 3i mount was stuck on the bopt4313 implant.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with an implant carrier. The carrier body is worn from use. The drive feature worn but functional. The threads of the device cannot be examined in the returned condition. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant carrier and implant could not be disengaged. The alleged event was confirmed during inspection. A root cause for this complaint is due to misuse, as the two seized devices are not intended to be used together. The following sections were updated: date of this report. Brand name. Device product code. Catalog number. Date received by manufacturer . PMA/510(k) number changed from "n/a to exempt. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Labeled for single use changed from "no information to no". Evaluation codes. Additional narrative.